Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 47-year-old female patient who had essure (batch no. C18710) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had not done essure confirmation test" and medical device monitoring error "endometrial ablation performed on the same day of insertion". The patient's past medical history included uterine dilation and curettage. Concurrent conditions included overweight and uterine bleeding. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("bloating"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression"), anxiety ("anxiety"), urticaria ("hives") and weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), back pain ("lower back pain") and arthralgia ("knees pain"). The patient was treated with surgery (hysterectomy / rtlh, right salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain and arthralgia was resolving, the dysmenorrhoea, dyspareunia, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, abdominal distension, alopecia, urinary tract infection, fungal infection, nausea, depression, anxiety, urticaria and weight decreased outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine and headache had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she sought treatment for her symptoms. 1 cm of the coils of the visualized in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2018: medical record received - new event 'endometrial ablation performed on the same day of insertion" was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 47-year-old female patient who had essure (batch no. C18710) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had not done essure confirmation test". The patient's concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("bloating"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression"), anxiety ("anxiety"), urticaria ("hives") and weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), back pain ("lower back pain") and arthralgia ("knees pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain and arthralgia was resolving, the dysmenorrhoea, dyspareunia, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, abdominal distension, alopecia, urinary tract infection, fungal infection, nausea, depression, anxiety, urticaria and weight decreased outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine and headache had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: the event menorrhagia, apareunia, bladder problems, urinary problems, fatigue, bloating, hair loss, event infection nos replaced with (urinary tract infection, yeast infection), migraines, headaches, nausea, depression, anxiety, hives, weight loss, lower back pain, knees pain added. Reporters, events outcome, concurrent condition, lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 47-year-old female patient who had essure (batch no. C18710) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had not done essure confirmation test". The patient's concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("bloating"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression"), anxiety ("anxiety"), urticaria ("hives") and weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), back pain ("lower back pain") and arthralgia ("knees pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain and arthralgia was resolving, the dysmenorrhoea, dyspareunia, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, abdominal distension, alopecia, urinary tract infection, fungal infection, nausea, depression, anxiety, urticaria and weight decreased outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine and headache had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she sought treatment for her symptoms diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), infection ("infections") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, infection and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, infection, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.